Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an ¿exposed neurosurgical device.¿ it was reported that the patient went to the emergency room with pain on (B)(6) 2011. The patient had a scs ins explanted on (B)(6) 2011. No further complications are anticipated.